Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a sudden onset of pain, and they suspected an inflammatory mass. The healthcare professional (hcp) was able to aspirate 1-2 cc from the catheter access port (cap) one day prior to report, and filled the reservoir with preservative free normal saline, but left the programming the same. A dye study was performed on the morning of report, the cap/catheter was rinsed with saline, and the pump was programmed to stopped mode. At the time of report, the reservoir was being filled up with the "original drug cocktail mixture", a priming bolus programmed, and the daily dose increased by 20%. The patient's pump was intended to infuse clonidine, bupivacaine, and dilaudid. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
There is no longer an applicable recall or notification. The correction number is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient receiving dilaudid (25 mg/ml) at 6.909 mg/day, clonidine (40 mg/ml) at 11.054 mg/day, and bupivacaine (15 mg/ml) at 4.145 mg/day via an implantable pump. In (B)(6) of 2014 they suspected a granuloma, but it was ruled out by a computerized axial tomography (cat) scan. The patient did not have a granuloma.